Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. A foreign object was found in the biopsy channel, which had also reduced the suction flow. There was no passing in the insertion tube. The device failed the leak test. There were multiple cuts one the pink probe, which had affected the ultrasound image. There was a shadow in the echo signal and there was an excessive missing echo signal. There was cracked glue on the rubber of the bending section cover, blistered bubbles on the insertion tube, scratches on the control body unit, peeling cement on the light guide lens and buckles and scratches on the light guide tube. The ultrasound cord was buckled, the control knob had low tension on the up/down direction. The right/left control knob was experiencing play. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasonic gastrovidescope was observed to have a ¿foreign body,¿ which had prevented the brush from getting through. During the inspection of the returned device, a foreign object was found in the biopsy channel, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the event could not be identified. However, it is likely the event occurred because a foreign material that was adhered during procedure could not be removed at the time of reprocessing. Per the instructions for use below, the phenomenon might have been prevented: do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 20-dec-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.